Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device conformed to specifications when shipped. Root cause of the issue of the broken yellow connector cannot be conclusively determined. There was no design factor nor structure of the device that contributed to the issue. The possible likely cause of the issue is user handling. User added some impact to the connector and/or stress to the connector was accumulated instructions for use (IFU) includes: ¿in case yellow connector loosens, abnormality is detectable by conducting the following inspection states: check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device manufacture date is not known. This issue of the device was observed when the field service engineer was executing a preventive maintenance service. The yellow connector in the tub found to be broken was replaced, along with two binders for the detergent tubing. The device was repaired and verified per instructions. The device passed for functionality and electrical safety test.

Event description:
As reported for this event, during a preventive maintenance service, the device yellow connector in the tub was observed to be broken. There is no patient involvement.